Event description:
It was reported that during the procedure, error codes 58,142, 143 and 144 occurred. The procedure was aborted with the patient under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Manufacturer email (B)(6). Upon receipt of the foot pedal at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified a kink in the cable at the foot pedal strain relief exit, confirming the reported clinical event. The rest of the foot pedal was examined, and all components were found to be intact and functional. Both the left and right foot pedal worked as intended. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.